Event description:
It was reported that the patient presented to the clinic. The insertable cardiac monitor (icm) device was partially out of the body of the patient. The physician explanted the icm device at this time. The patient was started on antibiotics preemptively. It was determined there was no infection. The icm device was discarded and will not be returned. No additional adverse patient effects were reported.